Event description:
It was reported by service report that the foot end of the stretcher was not latching consistently. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: latch.